Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a no delivery alarm on their insulin pump while changing their infusion set. The customer also stated their insulin pump was stuck in the rewind state. Customer's blood glucose was 158 mg/dl. It was found the alarm was resolved by a complete infusion set change. Customer did not want to return their products for analysis. No additional information provided.